Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end had a burn. Due to corrosion on the angle mechanism, the bending section could not be controlled at all. Additionally, due to a pinhole on channel tube, water tightness was lost. The adhesive on the bending section cover had a chip. The up/down angulation lever plate was sticky. And the universal cord was sticky due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the c-cover (located around the instrument channel outlet at the distal end) was burnt on the uretero-reno videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: bending section cannot be controlled at all. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (also updated d4 UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (the angulation operation did not work) occurred due to corrosion, causing the drive section to be solidified. The event can be prevented by following the instructions for use (IFU) which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. "Inspection of the angulation mechanism inspection for smooth operation 1 straighten the bending section. 2 confirm that the up/down angulation lock is placed in the free ¿f (down arrow)¿ position. 3 operate the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved. 4 operate the up/down angulation control lever slowly to its straight (neutral) position. Confirm that the bending section returns smoothly to an approximately straight position." Olympus will continue to monitor field performance for this device.